Event description:
It was reported that the implantable cardiac monitor (icm) had  moved from its original implant site to a lower location. The patient was seen in dermatology due to the 'lump'. The site was biopsied and found to be the icm implant in the lower pectoral region. The icm remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.